Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens of diopter -10.0 into the patient's left eye (os) on (B)(6) 2024. The patient experienced low vaulting without rotation. Intraoperatively the lens was removed and replaced with a longer length lens. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim # (B)(4).